Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth. Internal/external were both smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not discolored; was transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause : a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient has allergies to: latex, vinyl, sulfa, cipro, k-flex, polyurethane, methyl acetate and ethyl acetate. Additionally, the doctor noted the patient has a medical history of gait instability, neuropathy and neuromuscular damage and environmental allergies. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. The patient's dob or age, weight, ethnicity, dob or age, weight, ethnicity are not applicable with the exception of serial number as the device is manufactured by prescription. Implant-explant date is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had a reaction to the device and could not wear it. The patient first used the device on (B)(6) 2021 and got progressively worse on (B)(6) 2021. The patient expressed the reaction as mouth burning, gums and tongue tingling along with chin and lip. The patient noted a "rapid heart beat, sob (shortness of breath), hoarseness and hives on face." The patient discontinued using the device on (B)(6) 2021 and resolved three days after discontinuation. The patient required treatment for the reaction. The patient was given fexofenadine, famotidine, and benadryl. The patient has allergies to: latex, vinyl, sulfa, cipro, k-flex, polyurethane methyl acetate and ethyl acetate. The patient has a medical history of gait instability, neuropathy and neuromuscular damage and environmental allergies. There is a surgical history of pelvic mesh surgery. It is not known which condition the patient had that resulted in the surgery. The patients current medication are listed as: advil and tylenol. The patient was allergy tested prior to delivery of the device in (B)(6) 2020. The patients current status is noted as, "took a huge toll and hasn't recovered." With regard to the device: the device was not cleaned per the patients request. However, the patient was instructed to clean the device with warm water.